Event description:
As reported, after placement of a 55cm optease inferior vena cava (ivc) filter, the upper mesh basket of the filter, cut the aquatrack guidewire, resulting in damage to the guidewire and displacement of the filter but no inaccurate placement. The filter tilted more than 15 degrees and it also migrated more than 5 cm. Damage to the aquatrack device was described as unraveled/stretched; the coating separated and also delaminated. The procedure was completed by changing to another unknown product. There was no reported patient injury. The patient was at risk of pulmonary embolism (pe) from deep vein thrombosis (dvt). The vena cava was straight, and its size was estimated to be about 28mm. There was no vessel calcification acute bends or tortuosity. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no unusual force used at any time during the procedure. The catheter did not kink or bend at any time prior to the resistance/friction. The catheter sheath introducer (csi) included in the kit was used for the procedure. The devices are expected to be returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, after placement of a 55cm optease inferior vena cava (ivc) filter, the upper mesh basket of the filter, cut the aquatrack guidewire, resulting in damage to the guidewire and displacement of the filter but no inaccurate placement. The filter tilted more than 15 degrees and it also migrated more than 5 cm. Damage to the aquatrack device was described as unraveled/stretched; the coating separated and delaminated. The procedure was completed by changing to another unknown product. There was no reported patient injury. The patient was at risk of pulmonary embolism (pe) from a deep vein thrombosis (dvt). The vena cava was straight, and its size was estimated to be about 28mm. There was no vessel calcification acute bends or tortuosity. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no unusual force used at any time during the procedure. The catheter did not kink or bend at any time prior to the resistance/friction. The catheter sheath introducer (csi) included in the kit was used for the procedure. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was received for analysis. The returned parts include the obturator, the, brite tip csi and the vessel dilator. The filter was found fully deployed. All components were thoroughly inspected, and no damages or anomalies were noted. The aquatrack guidewire associated with this complaint has not been received by the failure analysis lab conducting the investigation at this point in time. The reported, ¿filter - tilt¿ and ¿filter - migration¿ could not be confirmed. Images were not provided, and these events cannot be evaluated in a laboratory setting due to the nature of the complaint. The exact cause of the reported failure experienced by the customer could not be determined however, procedural/handling factors may have contributed to these events. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, a cordis j-tip 0.035" (0.89 mm) emerald® guidewire is recommended to introduce the sheath introducer and the angiographic vessel dilator. The IFU also recommends removing the guidewire prior to inserting the filter. Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.